Event description:
It was reported that the patient died during procedure. The patient presented with occlusion of the aorta and bilateral iliac arteries. The target lesion was 100% stenosed. Multiple balloons were used to dilate an open channel in the occlusion, including a charger balloon. There were no reported issues with the use of the charger balloon. After dilation, the renal artery was first stented with a non-bsc stent. The aorta was then stented with a non-bsc stent. The ostial common iliac was stented with non-bsc covered stents. These stents were extended in the iliac region using three 8x100x75mm innova stents, and one 7x80x75mm innova stent. There were no reported issues observed during the deployment of the innova stents. However, the patient ultimately died during the procedure. It was further reported that the patient died due to a perforation in the right common iliac. The patient died during procedure. The cath lab manager reported that no bsc products were attributed to the cause of death.

Event description:
It was reported that the patient died during procedure. The patient presented with occlusion of the aorta and bilateral iliac arteries. The target lesion was 100% stenosed. Multiple balloons were used to dilate an open channel in the occlusion, including a charger balloon. There were no reported issues with the use of the charger balloon. After dilation, the renal artery was first stented with a non-bsc stent. The aorta was then stented with a non-bsc stent. The ostial common iliac was stented with non-bsc covered stents. These stents were extended in the iliac region using three 8x100x75mm innova stents, and one 7x80x75mm innova stent. There were no reported issues observed during the deployment of the innova stents. However, the patient ultimately died during the procedure.